Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Yellow particles were noted on the port base, port holes, and port housing. Red particles were also noted on the port housing. Needle marks were observed on the port septum and septum ring. Yellow and red particulate matter was noted on the inner surface of the strain relief connector. Orange particles were noted on the distal end of the band tubing. A port leak test was performed, and leakage was noted from an opening on the port tubing, at the port tubing junction. Under microscopic analysis, an unidentified opening was observed at the location of the leakage. The strain relief was noted to be separated. The end of the separated strain relief was noted to have a striated origination point, consistent with damage from a surgical tool. Two openings were noted on the strain relief. Both openings were noted to have striated edges, consistent with damage from a surgical tool. Also under microscopic analysis, the end of the band tubing was noted to have striated edges, consistent with a surgical end cut to remove the device.

Manufacturer narrative:
Rapidport ez strain relief. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have "no weight loss post procedure. Patient sent for portogram - no leak or port flip identified. Surgeon noted/reported that the tubing at the port connector/ the point of the strain relief had disintegrated / tubing was noted to breaking apart. Port replaced." Per operative-report: a facture was noted at the junction of the port and the distal tubing with the protective sheath actually fractured and disintegrated and not anywhere apparent in the subcutaneous tissues.